Manufacturer narrative:
The cec adjudicated the mi as a non-q wave mi (target vessel) 3rd udmi spontaneous in the cx. Lcx is severely diseased and culprit vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the circumflex. During a revascularization approximately 3 months later one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the circumflex. Approximately 10 months post index procedure, patient suffered from nstemi. And was treated with pci to rca, and poba to in stent restenosis of the lcx. The patient recovered, and the investigator assessed that the event was not related to index device or antiplatelets medication. The sponsor assessed that the event was possibly related to the index device and not related to the antiplatelet medication.